Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized with low blood glucose on (B)(6) 2015. The customer's blood glucose was 28 mg/dl at the time of admission. The customer reported having a busy day before experiencing low blood glucose. The customer also reported their current blood glucose was 400 mg/dl. Customer has been treating their blood glucose with glucose tablets. The customer also reported the drive support cap appeared to be normal on the insulin pump. Customer also reported receiving a bad sensor alert with the sensor. The customer was assisted with calibrating their blood glucose. The insulin pump will not be returned for analysis.